Event description:
The customer reported that a pin broke away from their pads cable and they would like the part number and price for a new pads cable with plug in connector. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.